Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-25013. It was reported that the patient's left ventricular (lv) lead was not capturing and the lead appeared to be dislodged under fluoroscopy. The lead was explanted and attempted to be replaced. During the procedure the replacement lv lead could not be implanted and also pulled back. No replacement was implanted and the port in the generator was plugged. The patient was stable following the procedure.